Manufacturer narrative:
An event regarding fracture of a stem extender component associated with loss of bone support to the mrh construct was reported. The event was confirmed based on the x-rays provided. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated an mrh femoral stem extender failed through fracture near the transition to the femoral component due to loss of bone support caused by either failure of bone graft reconstruction of pre-existent bone defect problems or suboptimal treatment thereof. This aspect remains obscure due to lack of adequate clinical and very limited radiological information. Device history review: not performed as lot code information was not provided. Complaint history review: not performed as lot code information was not provided. Conclusions: a review of the provided medical records and x-rays by a clinical consultant indicated an mrh femoral stem extender failed through fracture near the transition to the femoral component due to loss of bone support caused by either failure of bone graft reconstruction of pre-existent bone defect problems or suboptimal treatment thereof. This aspect remains obscure due to lack of adequate clinical and very limited radiological information. Further information such as product details, product evaluation, further x-rays, operative reports as well as more detailed patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right knee was revised. Surgeon reported that the threads on the stem of the femoral component broke, reason unknown. Rep reported that the stem and femoral component disassociated. Patient was revised to stryker components of the same size.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right knee was revised. Surgeon reported that the threads on the stem of the femoral component broke, reason unknown. Rep reported that the stem and femoral component disassociated. Patient was revised to stryker components of the same size.